Manufacturer narrative:
The device was returned to olympus and the device evaluation found error e311 which was the failure of the printed circuit board, the white balance could not be properly adjusted due to a malfunction of image functionality and the locking system of the video connector was found faulty and caused intermittent connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported video system center had no image when used with 180 series scope. The issue was found during an unknown diagnostic procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause of failure was aging deterioration of circuit board, and stress caused by heat and humidity. Olympus will continue to monitor field performance for this device.